Event description:
A report was received that following a motor vehicle accident, the patient was experiencing an intense shocking sensation which made the patient wet his pants with urine. It was noted that the ipg had flipped. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients motor vehicular accident was non-device related. The patient underwent a revision procedure wherein the ipg, lead, extension and clik achor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm model#: sc-4316 serial#: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that following a motor vehicle accident, the patient was experiencing an intense shocking sensation which made the patient wet his pants with urine. It was noted that the ipg had flipped. The patient will undergo an ipg replacement procedure.